Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Good faith efforts (gfes) did not confirm if there was sound at the time of the event. The following functional tests were performed: the bench repair technician (brt) confirmed sound was ok at bench arrival. The brt performed a performance verification test, as well as a standard test keepers (stk) test on the unit. The unit passed both tests and it returned to working specification. Based on the information available and the testing conducted, the evaluation could not replicate the reported problem, the sound was ok at bench arrival. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed.

Event description:
It was reported the device had intermittent loudspeaker error. It is unknown if the device produced sound at time of report. The device was in use on patient at time of event, there was no adverse event reported.